Manufacturer narrative:
The customer provided 2 different reagent lot #s. It's not known which lot # was used when the customer tested his glucose. Information for the other lot: breeze2 test strips. (B)(4). Lot # 1a5837aa. Exp date 02/2012. Manufacture date 08/2010.

Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of less than 100 mg/dl. His glucose was retested using another meter and that reading was less than 200 mg/dl. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.